Manufacturer narrative:
Note: all of the info contained in section f was provided by the MFR.

Event description:
The laryngoscope blade, (size unreported) broke, near the contact point, during an intubation attempt. The intubation was being performed in the emergency room. A 42 yr old male pt, weighing approx. 300 lbs, was in complete cardio-pulminary arrest. Intubation was successful on the second attempt, using a reusable blade (size unreported). The pt had a bull neck. The pt's vital signs were not restored. "I do not believe technique was a (factor); I have successfully perfomed 1500 intubations", stated emergency room physician. The blade was not saved. There was no causal connection between the blade breaking and the pt's death.